Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that during the index procedure, after the main body was deployed routinely, recapture of the spindle in the tip was attempted to remove the delivery system. The spindle became entangled on the suprarenal stent, and the distal tip could not be docked with the delivery system body. Additionally, the delivery system was unable to be pushed proximally. Although attempts were made to disengage the spindle using a balloon or catheter from the contralateral side, the difficulty persisted. During the attempts, the back-end wheel was rotated, but the distal tip showed no response. It was suspected that this occurred because the system was probably torn during manipulation. As the device could not be removed, the procedure was converted to blood vessel prosthesis implantation. After removing the delivery system and stent graft, the procedure was completed. As per the physician, the direct cause of the event is unknown, but a possible cause could be that the torque of the delivery system could not be delivered due to tortuosity and calcification of the iliac region. On the same day as the index procedure the patient experienced a decrease in blood pressure noted due to iliac rupture, an additional non-mdt stent graft was urgently implanted. The following day the patient¿s vital signs were unstable, an open abdominal surgery was performed. During the surgery, it was noted that there was an issue with the bowel. It was reported that the cause was a shower embolism from the superior mesenteric artery. It is reported that the patient expired on the same day. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary the root cause of the event could not be conclusively determined as the event occurred in vivo. The device was returned in a condition that an attempt to recreate the event was not possible. The score marks on the tapered tip confirmed that presence of calcification, which in combination with tortuosity in the patient¿s iliac artery, may have contributed to the entanglement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the exact cause of the delivery system removal difficulties, iliac artery rupture, and patient death, could not be determined from the limited pre-implant films provided. Images during implant were not provided. It is possible that the reported iliac artery calcification and tortuosity, which could not be assessed on the films provided, may have led to the events. If information is provided in the future, a supplemental report will be issued.